Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported steam pop and pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steam pop and pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atypical flutter ablation, a steam pop occurred and a small pericardial effusion was noted. While ablating the right atrial isthmus, a steam pop occurred. A cardiac ultrasound revealed a small pericardial effusion. No patient symptoms were noted and no additional intervention was required to treat the effusion. There were no performance issues with any abbott device.